Event description:
It was reported that the patient experienced unpleasant stimulation on their left side and inadequate coverage with therapy on one side only following a physiotherapy lesson. Physician suspects a lead migration. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Additional information received indicates that a lead migration was confirmed. Surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A case of ineffective stimulation due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The issue was resolved with replacement of the lead.